Manufacturer narrative:
The sample was returned and evaluated by the supplier. The supplier's evaluation included a review of quality records, which found that the device met all manufacturing and quality testing/inspection prior to distribution. The device evaluation found that the internal wires were broken inside the connector, and the catheter material was kinked 17.5 cm from the tip of the sensor case. No functional testing was possible due to the condition of the device as it was received. Based on their evaluation, the supplier was able to confirm the reported issue and determined the cause of failure to be mishandling of the catheter. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The icp monitored the data normally on (B)(6) 2015. Next day the sensor could not connect with generator after CT check. The surgeon changed the new sensor to complete the monitoring. There was no report on patient injury. (B)(6) 2015. 1) was there a delay in surgery over 30 minutes? No. 2) were there any adverse consequences to the patient? No.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Complaint sample was not returned to codman, and the serial number for the microsensor was not provided; therefore, an evaluation of the device and a review of manufacturing records not be performed. Without the device and/or serial number information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.